Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to the MFR report number, provide additional information to update and to provide the completed investigation results. In the initial report it was reported that the device used was an angio-seal device, however the device was an ik device. Therefore, this report is being submitted as a follow up. For the initial report, see MDR 3013394970-2020-00416. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the involved ik device was used on a patient that experienced two communicating aneurysm squirm on the left side. The physician alleged the puncture that was the cause of the aneurysm spurium. A terumo 6f introducer was used in the puncture. The puncture was closed with an angio-seal device. No further treatment was necessary, and the patient was discharged in good condition.